Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was fractured approximately 11.0 cm from the hub and kinked in multiple locations throughout its length. The ace 64 was returned with a non-penumbra microcatheter inserted through it, with a non-penumbra stent inside the microcatheter. Conclusions: evaluation of the returned devices revealed the ace 64 was fractured and kinked. This damage typically occurs due to improper handling of the ace 64 during use. If the ace 64 is forcefully manipulated against resistance, damage such as this may occur. If saline is injected through an already fractured ace 64, the catheter shaft may further unravel due to the distal segment being pushed away from the proximal segment by saline. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, the physician advanced other manufacturer's devices and the ace 64 into the patient and attempted to inject saline through the ace 64. However, while injecting saline, the proximal portion of the ace 64 became unraveled. The ace 64 and the other manufacturer's devices were removed from the patient and the procedure was completed using a new ace 64 and other manufacturers'' devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to section device manufacturer date: 9/23/2015.